Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, the cannula was inserted into the patient without the guidewire and the blue plastic tip of the cannula broke off in the patient. The broken piece could not be retrieved from the patient.